Event description:
It was reported that this left ventricular (lv) lead was surgically capped due to the lead no longer able to capture the ventricle. A new lead was added successfully. No additional adverse patient effects were reported.